Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that during a new implant while opening the sterile packages, a foreign object was noticed on the apical cuff. The object resembled an eyebrow. The surgical team decided to sterilize the apical cuff in a betadine solution for 5 minutes and then proceeded to use the cuff during the implant.

Manufacturer narrative:
Section a1: patient identifier corrected. Sections b1 and b2: corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a specific root cause for the report of a foreign object being found within the device package could not be conclusively determined through this evaluation. The submitted images showed an open tray with a removed apical cuff. A foreign object was noted on a gloved hand that was consistent with the reported suspicion of a small hair or eyebrow. No product or specimens were returned for evaluation, and the patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) instructs that the kit is supplied sterile and for single use only. The IFU cautions that components should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. The IFU lists the apical cuff as a sterile component of the implant kit and includes instructions for unpacking the implant kit. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ instructs that the kit is supplied sterile and for single use only. This section cautions that components should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. Section 5 lists the apical cuff as a sterile component of the implant kit. Section 5 also includes instructions for unpacking the implant kit. This section warns that only personnel using sterile technique should touch sterile components and accessories. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.